Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula (davf) using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted three smart coils and four other coils into the target vessel using a non-penumbra microcatheter. Upon advancement of the next smart coil into the hub of the non-penumbra microcatheter, the physician encountered resistance. The smart coil was then removed and flushed in saline solution; however, the same issue occurred upon re-advancement. Therefore, the smart coil was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the non-penumbra microcatheter prior to advancement, resistance may be encountered, and damage such as offset coil winds may occur. During functional testing, while attempting to advance the smart coil into a demonstration microcatheter, resistance was encountered due to the offset coil winds on the embolization coil and the device could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.